Event description:
The pt called in 2004 alleging that the meter did not power on. The following day, medical affairs spoke to the pt who provided the following information: one month ago, the pt had been experiencing symptoms of feeling sleepy, thirsty and tired. They had not been using the meter for the past two days since the meter had no power. They went to the clinic and received a reading of 325 mg/dl on the clinic's meter. Cde advised the pt to go home and take their set amount of insulin. Cde did not change the pt's diabetes regimen. Since the meter had not been working for the past two days, the pt had been taking their set amount of insulin without testing pt's blood glucose. The pt had been using the correct test strips and when pressing down on the m button the meter did not power on. Batteries had been replaced recently and were correctly installed. Ccr was unable to resolve the issue and sent the pt a new meter. Based upon information provided, this case is being reported as an adverse event, since if the meter had powered on, the pt may have treated themselves or contacted their cde sooner.